Manufacturer narrative:
It was reported to philips that the customer wanted to consult on the parameters of the device. There was no patient involvement. The customer initially contacted philips regarding an allegation of consulting the parameters of the device. Following the initial call, additional information was not provided and there has been no further documented action. It is unknown if the device was evaluated or repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time. H3 other text : attempts were made to the customer for additional information. No response has been received at this time, no further information is available.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needed the parameters consulted. There was no adverse event.